Event description:
The patient had the implantable neurostimulation system removed because she had to increase stimulation therapy parameters very high to get therapeutic effect to her feet. She felt overstimulation. Therapy worked initially, but then she had back problems and eventually had to remove the scs due to pain. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).